Event description:
The product was used during a thoracic procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.